Event description:
Death. Was miera able to be deployed (1.e. Were the device tines deployed)? Yes. Please provide any relevent details related to deployment: again, not sure if death was caused by micra, or the extraction prior to micra, or anesthesia. But micra was involved in this procedure. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).